Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 due to low blood glucose. Customer does not remember glucose level nor remembers much details of hospitalization. Customer states that prior to hospitalization, infusion set was changed and had high blood glucose, then blood glucose dropped. Customer also reports of having a broken sensor. Customer was transferred to sensor representative.